Event description:
The relayplus was prepped as per protocol. It was visually inspected on back table with no visible flaws. Dr tassiopoulos attempted to introduce the device at the cut down access site (open left common femoral artery) but was unable to advance the relayplus. After a number of attempts dr tassiopoulos removed the device to attempt to dilate the access and discovered that there was a small split to the primary sheath at it's leading edge where it overlaps the device tip. Dr tassiopoulos removed the device and an alternate device was chosen and implanted successfully. Patient outcome - "no immediate consequences at time of incident and no further evolution at this time."

Event description:
The relayplus was prepped as per protocol. It was visually inspected on back table with no visible flaws. Dr tassiopoulos attempted to introduce the device at the cut down access site (open left common femoral artery) but was unable to advance the relayplus. After a number of attempts dr tassiopoulos removed the device to attempt to dilate the access and discovered that there was a small split to the primary sheath at it's leading edge where it overlaps the device tip. Dr tassiopoulos removed the device and an alternate device was chosen and implanted successfully. Patient outcome: "no immediate consequences at time of incident and no further evolution at this time."